Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery handpiece device and the reported condition that the air pen drive device failed during the procedure was confirmed. An assessment was performed and it was determined that the device had less power. It is also found that the leak tightness tests failed, and the housing was cracked. It was further determined that the device failed pretest for general condition, check the power with test bench, check internal leak tightness, and check external leak tightness. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. B3: the initial medwatch stated the date of event was unknown. Upon subsequent follow-up with the reporter, the event date was received. Please note that the event date has been updated accordingly. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. UDI : (B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure it was observed that the motor of the air pen drive device failed 30 minutes or so after starting the procedure. It was reported that the device was activated, and then stopped working. It was reported that it was constantly necessary to disconnect the device from the hose. It was reported that there was a 45 to 69-minute delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There were no reports of any injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.